Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was capped on (B)(6) 2018 due to loss of capture. The physician elected to downgrade to a dual chamber implantable cardioverter defibrillator, and programmed to rv pacing only. The patient was in a good condition before and after the procedure.